Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump would not charge. The customer reverted to using insulin injections for insulin therapy. Blood glucose was 91 mg/dl.